Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The blood glucose at the time of the incident was 120 mg/dl and current blood glucose 110 mg/dl. The customer was using auto mode at the time of the event. The symptoms related to high blood glucose were ketones, nausea, vomiting, abdominal pain, irritation and breathing difficulty. The insulin pump will not be returned for analysis.